Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, minor insulation abrasion was observed on the proximal portion of the lead. No electrical anomalies were detected. Lead was repaired with a lead repair kit and remains implanted. Patient was stable and experienced no complications due to the procedure.